Manufacturer narrative:
[(B)(4)]. The subject device is not available.

Event description:
It was reported that the patient had an acute on chronic occlusion of the left internal carotid artery. The occlusive lesion was recalcitrant and there was marked tortuosity. In the process of repeated attempt to cross the lesion, the wire was fractured. No attempts were made to retrieve the wire because the artery remained occluded. In physician's opinion, the patient's preexisting characteristics that may have contributed to the event. No other information was provided at this moment.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. Additional information provided by the customer indicated that the patient had pre-existing characteristics that may have contributed to the reported event and no attempts were made to retrieve the wire because the artery remained occluded. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the product was not returned for analysis; therefore; an assignable cause of undeterminable was assigned.

Event description:
It was reported that the patient had an acute on chronic occlusion of the left internal carotid artery. The occlusive lesion was recalcitrant and there was marked tortuosity. In the process of repeated attempt to cross the lesion, the wire was fractured. No attempts were made to retrieve the wire because the artery remained occluded. In physician's opinion, the patient's preexisting characteristics that may have contributed to the event. No other information was provided at this moment.